Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports while wearing the pod between 4 and 24 hours they had been unsure if the cannula had been properly inserted at the pod infusion site at initial activation. Symptoms reported include nausea, vomiting and diarrhea. Once at the hospital the patient was treated with insulin drips. The patient reports being discharged from the hospital after 5 days.